Event description:
The complaint is reported as: while puncturing the patient's left femoral artery without any problems, the guide wire was advanced via the puncture needle included in the arrow set. An attempt was then made to remove the puncture needle from the patient and advance the catheter over it. When the catheter was placed on the wire, there was resistance. The metal part of the needle had remained on the wire, and the plastic connector of the needle had separated from the metal. The metal part was removed from the inserted wire, after which the arterial catheter could be inserted without any problems. No patient harm reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). The customer returned one arterial needle along with its packaging and lidstock for analysis. No definite signs of use were observed. Visual analysis revealed that the needle cannula had separated from the needle hub. No damage/cracks were observed on the needle hub that might have caused the needle cannula to separate. Microscopic examination revealed that there was little to no adhesive residue in both the hub and the proximal end of the cannula. Based on the cannula separation, it is likely that this is a manufacturing (assembly) issue. The cannula outer diameter measured 0.04980" which is within the specification limits of 0.0495-.0505" per the cannula graphic. The cannula inner diameter at the proximal end measured .041" which is within the specification limits of .0410"-.0430" per the cannula graphic. The inner diameter of the needle hub measured .066" which is within the specification limits of .064"-.066"per the needle hub graphic. A lab inventory 0.018" guide wire was inserted through the proximal end of the cannula with minimal resistance. Performed per IFU statement "insert desired tip of spring-wire guide through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle)." The separated needle cannula was able to be inserted into the hub but was loose and removed easily without force. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "insert desired tip of spring-wire guide through introducer needle into artery (until depth marking [if provided] on wire enters hub of needle). At this point, the depth-marking entering hub shows that tip of wire leaves tip of introducer needle and enters vessel." The customer complaint of a needle cannula/hub separation was confirmed through complaint investigation of the returned sample. Visual inspection of the sample revealed the needle cannula separated cleanly from the hub. No adhesive residue was observed on the cannula or inside the hub. The sample passed all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the sample received, manufacturing (assembly) caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: while puncturing the patient's left femoral artery without any problems, the guide wire was advanced via the puncture needle included in the arrow set. An attempt was then made to remove the puncture needle from the patient and advance the catheter over it. When the catheter was placed on the wire, there was resistance. The metal part of the needle had remained on the wire, and the plastic connector of the needle had separated from the metal. The metal part was removed from the inserted wire, after which the arterial catheter could be inserted without any problems. No patient harm reported.